Event description:
A bladder neck suspension procedure utilizing a protegen sling was performed without incident on 6/30/97. Two months later the pt required further surgery to remove the sling material which had eroded into the urethra. Patch repair of the urethra was done at that time. Follow up revealed the physician felt the dissection was created too close to the urethra initially. Directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."